Event description:
The patient contacted animas on (B)(6) 2012 stating the down button was unresponsive. The patient claimed the button felt flat and pressing it. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 10/18/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.